Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer blood glucose reading was 96 mg/dl. Troubleshoot was not performed for partial display. Customer had changed the battery to resolve failed battery test and blank display. Customer stated blank display returned but failed battery test occurred. Additionally, the partial display anomaly persisted as well. The insulin pump did not have any physical damage. Insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display or missing segment/partial display anomaly noted. Unit was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.